Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed; the power source port in question was able to connect and disconnect with no issue. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with poor connections on the controller are often attributed to recessed pins of the power port on the controller and can result in an inadequate connection. A possible root cause of the reported event is recessed pins on the power port connector, resulting in a poor electrical connection. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) that patient had a complaint about a controllers connection on port 1. Patient came in due to several low priority alarms stating that battery on port 1 (connected, fully charged) is missing. Patient could move cable and the controller recognized battery again. The perfusionist confirmed that battery is not able to be stay connected on port 1, he had to reconnect several times. The device was visually examined at the site: "there was no bent pin confirmed, but there might be one somewhat shorter than the others". Battery was working fine on other port as well as on bch. This problem occurred on port one with different power sources. A controller from stock was exchanged without any problems. There was no reported consequence or impact to the patient related to this event. There is no additional information at this time.